Event description:
Following the successful placement of a coronary stent with delivery sys at the target lesion site in the pt's obtuse marginal artery, the physician observed that the distal portion of the lesion was not covered by the stent. To address this concern, an unsuccessful attempt was made to advance a second coronary stent with delivery sys through the first stent to treat the distal portion of the lesion. In response, the sheath was retracted to obtain a lower profile and another attempt to advance the the sds through the proximally placed stent was made. This attempt was also unsuccessful. Subssequently, the sds was withdrawn; however, upon withdrawal the stent became dislodged from the balloon catheter and embolized to the peripheral circulation. A perfusion balloon and reopro were used in the treatment of this event. There were no add'l complications reported relative to this event.